Event description:
It was reported that the patient underwent a gynecological procedure on approximately (B)(6) 2008 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that mesh was implanted on (B)(6) 2008 along with concurrent robotic sacral colpopexy, posterior colporrhaphy with vaginal augmentation, suburethral sling with tension-free vaginal tape, and cystourethroscopy due to symptomatic vaginal vault prolapsed, rectocele and urinary incontinence. No additional information was provided.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.